Manufacturer narrative:
An investigation of the reported condition was performed. The customer states the thoracic drainage hoses peel off or come loose. There has been no sample returned to the manufacturing facility so a root cause investigation could not be completed. Possible root cause may be that the patient tube was not fully pushed down on the suction port. A test was completed using 30 assembled units to measure the force required to remove the patient tube when it is fully pushed down on the suction port. The results show that a force of over 30kg is actually required to pull the patient tube where the minimum specification is 4.54kg. A quality alert was initiated to communicate this complaint to the manufacturing team and to ensure the patient tube is fully pushed down over the suction port. Previous similar complaints for this product have provided us with information and another probable root cause for this reported condition. The site has received information that the product in question is being shipped in quantities of one (B)(4). Ship/shake transit testing for these products has been approved based on a quantity of (B)(4) units per carton as is presented from the manufacturing site. Product damage will occur if this product is broken down into eaches. Therefore the probable root cause of the reported condition is that the product was damaged during transit. As no lot number was identified in the complaint report a review of the device history record (DHR) could not be carried out. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.

Manufacturer narrative:
An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the thoracic drainage hoses peel off or come loose.